Event description:
The pt reportedly has recurring pain around the implant site. The pt reported that pain would begin shortly after device use. The pt also reportedly experienced pain unrelated to the implant site when device was not in use. The pt underwent flap revision surgery in may 2001, july 2001 and october 2001. Flap revision surgeries were performed due to flap thickness. Flap thickness issues were reportedly resolved. In march 2003, the pt was seen at the center for device evaluation. The pt reportedly had not been using the device for approximately four months. The audiologist found no link when testing pt. External hardware was exchanged. However, the problem was not resolved. Further testing confirmed that the device was not functioning. Explant surgery was scheduled.